Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000mcg/ml at 383.2 mcg) via an implantable pump. It was reported that during a routine pump replacement, the patient¿s catheter needed to be replaced. The resident physician performed the surgery. The physician tried multiple times to gain cerebrospinal fluid (csf) to place a new catheter and would take the guide wire out of the catheter and try to put it back in multiple times. The residents and the attending worried they may have damaged the catheter by doing this so requested a new 8780. This was a user error. After multiple attempts, they were successful placing the catheter and getting great csf flow. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: unknown); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a company representative indicated the patient and device information.

Manufacturer narrative:
Continuation of d10: product ID 8637-20 lot# unknown serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6) 2025. Product type pump medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.